Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with extreme mid sternal pain with rv pacing even at low pacing voltages. Programming changes were performed to minimize the rv pacing. Rv lead perforation was suspected. Lead revision was discussed and will be scheduled. Patient¿s condition was stable.